Event description:
Per repair statement, the unit has low o2 or yellow light. The key failure was the pilot valve was not switching. Additional malfunctions were the heat exchanger for the compressor was leaking, the clamp on the manifold was replaced, the o rings on the manifold were replaced, and the rex roth on the manifold was replaced.